Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that the console was used for demonstration in a medical facility(non-clinical use),when using the console, error of mid 09(airtrap assembly) occurred. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the console showed that a screw was coming off from the system. Additionally, the connector (p31) was almost disconnected from the system. During functional testing, the console displayed mid 9 (post sensor) error message which was potentially due to the loose cable of the cooling system sensor block. The cable was reconnected; however the issue was not resolved. An antistatic tape was put on the sensor and the system functioned as intended without displaying any error message. In conclusion, the reported complaint of console displaying mid 9 error message was confirmed during functional testing and was attributed to the loose cable of the cooling system sensor block. The cable was reconnected and antistatic tape was placed on the sensor to remedy the issue. Additionally, the screw was securely tightened. The cause of the loose connection was undermined. Thermogard is a reusable device and was manufactured on january 15, 2013. The system passed all final testing criteria without any issue.